Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported separation of the distal end bend relief of the driveline was confirmed through an onsite evaluation by an abbott representative. An abbott clinical representative performed a clamshell repair on (B)(6) 2021. The repair was completed with no issues. The device operated as expected. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) . The relevant sections of the device history records for vad-59991 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided.

Event description:
It was reported some cracking was noticed around the driveline immediately after the metal piece right next to the controller. A clamshell repair was completed on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that a clinical representative performed a clamshell repair on (B)(6) 2021 with no issues. The device operated as expected.